Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device replacement, noise was found to be the cause of inappropriate atrial tachy response (atr) mode switching, on this right atrial (ra) lead. Since the physician was in the procedure, it was decided to remove and replace this ra lead. No additional adverse patient effects were reported.